Event description:
It was reported that a power source alert 07 occurred. The customer's blood glucose level did not exceed 500 mg/dl. The customer attempted various troubleshooting steps, including using different adapters and cables, but the issue persisted. Consequently, the pump was scheduled for replacement by technical support.